Event description:
It was reported that the patient died. A 2.75 x 38 mm promus elite and 2.25 x 28 mm promus elite were selected for treatment of a left anterior descending artery. The lesion was predilated with 2.00 x 12 and 2.75 x 12 mm balloons and the stents were then implanted. The patient experienced severe vomiting followed by a drop in blood pressure. The patient collapsed and cardiac pulmonary resuscitation was performed, however the patient could not be revived and died. The official cause of death was heart failure.